Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred in september 2021.

Event description:
Reported via call center. It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted on (B)(6) 2019. The patient was discharged. The patient reported to the watchman patient call center that she had synovial cyst surgery in (B)(6) 2021 and experienced a stroke during this synovial cyst surgery. It was found that the septal wall had a hole in it that did not appear to have been repaired since her watchman implant surgery in 2019. This issue was found by the neurosurgeon. No further information was provided.